Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. Due to the complicated anatomy of the patient, the physician elected to cut the stylet and the lv lead was implanted with a portion of the stylet inside to resolve the event. The user manual for the lv lead states, "when acceptable electrical measurements are achieved and the lead's distal end is placed in an appropriate site, remove the stylet or guidewire and the catheter delivery system." The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.